Event description:
The customer reported that the insulin pump alarmed no delivery during bolus. Troubleshooting was done for no delivery alarm during basal/ bolus/ fixed prime. Customer's blood glucose was 124 mg/dl. Customer stated that the insulin did exit. Customer unable to remove the set at that time to examine the cannula. Advised customer to change the entire the infusion set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).